Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. When asked the dose and concentration, the patient stated ¿like 13". The indication for pump use was non-malignant pain. The patient was calling because she needed to find another hcp (healthcare provider). She stated that her hcp sent her a certified letter stating that they would no longer be managing her care. Per the patient, she had already had to go to the hospital due to withdrawals and her body felt funny. Her next refill was supposed to be (B)(6) 2022. She stated that she could just get the pump removed. When asked when she was in the hospital with withdrawals, the patient would not answer.